Event description:
Complainant reported a balloon failure (ruptured balloon) of a 20 fr gastrostomy tube. The gastrostomy tube was inserted into the patient in 2007. The tube fell out 24 hrs after insertion. The reporter stated that she is trained in the insertion of the tubes, and the tube was checked prior to insertion. The balloon was inflated with 12ml of water. When the tube was inspected after it dislodged from the patient, the balloon appeared to have a burst/split. There was no report of serious injury or illness associated with this complaint. A new tube was inserted without incident.

Manufacturer narrative:
In this case, the reporter did not provide the required information.